Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 51-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery in 1992, delivery in 1994 and uterine bleeding. Previously administered products included for an unreported indication: bacitracin allergy and penicillins class. Past adverse reactions to the above products included rash with penicillins class and bacitracin allergy. Concurrent conditions included body mass index normal, plantar fasciitis since (B)(6) 2017, implant breakage since 2011, sialolithiasis since 2009, thyroid disorder since (B)(6) 2016, breast prosthesis implantation since 2011, acute stress reaction, anxiety disorder, equinus deformity of foot, acquired, hypermobility syndrome, fascitis plantar, uterine fibroids and melanocytic nevus. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia) from 2004 to 2009 for contraception as well as cyclobenzaprine hydrochloride since 2009 and ephedrine hydrochloride (efedrin) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid mass ("thyroid nodules"), ovarian cyst ("ovarian cysts"), insomnia ("insomnia"), anaemia ("anemia"), vitamin b12 deficiency ("vitamin b12 deficiency"), arthralgia ("hip pain"), malaise ("general malaise"), fatigue ("fatigue"), headache ("headaches"), procedural pain ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), complication of device insertion ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), back pain ("severe lower back pain even when not menstruating"), abdominal pain lower ("severe lower abdominal pain even when not menstruating/ pain"), menorrhagia ("prolonged and abnormal menstruation/ abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("abdominal bloating") and salivary gland enlargement ("salivary gland swelled up") and was found to have uterine leiomyoma ("development of uterine fibroids"). The patient was treated with triamcinolone (triamcinolon) and surgery (bilateral salpingostomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, thyroid mass, uterine leiomyoma, ovarian cyst, insomnia, anaemia, vitamin b12 deficiency, arthralgia, malaise, fatigue, headache, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and abdominal distension had not resolved and the procedural pain, complication of device insertion and salivary gland enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, anaemia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, insomnia, malaise, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, procedural pain, salivary gland enlargement, thyroid mass, uterine leiomyoma, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: on (B)(6) 2009 physician made an initial attempt at implanting the essure device in plaintiff's fallopian tubes. However, the procedure was terminated, short of catheter deployment, in light of plaintiff's complaints of pain and discomfort. Thereafter, plaintiff and physician agreed that implantation would again be attempted at a later date. Accordingly, on (B)(6) 2009, procedure was again attempted and completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in 2009: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: salivary gland swelled up. Lot number: 626978 manufacture date: 2008-04, expiration date: 2010-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 51-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery in 1992, delivery in 1994 and uterine bleeding. Previously administered products included for an unreported indication: bacitracin allergy in 2011 and penicillins class. Past adverse reactions to the above products included rash with penicillins class and bacitracin allergy. Concurrent conditions included body mass index normal, plantar fasciitis since (B)(6) 2017, implant breakage since 2011, sialolithiasis since 2009, thyroid disorder since (B)(6) 2016, breast prosthesis implantation since 2011, acute stress reaction, anxiety disorder, equinus deformity of foot, acquired, hypermobility syndrome, fascitis plantar, uterine fibroids and melanocytic nevus. Concomitant products included ovulen 50 (zovia) from 2004 to 2009 for contraception as well as cyclobenzaprine hydrochloride since 2009 and ephedrine hydrochloride (efedrin) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid mass ("thyroid nodules"), uterine leiomyoma ("development of uterine fibroids"), ovarian cyst ("ovarian cysts"), insomnia ("insomnia"), anaemia ("anemia"), vitamin b12 deficiency ("vitamin b12 deficiency"), arthralgia ("hip pain"), malaise ("general malaise"), fatigue ("fatigue"), headache ("headaches"), procedural pain ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), complication of device insertion ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), back pain ("severe lower back pain even when not menstruating"), abdominal pain lower ("severe lower abdominal pain even when not menstruating/ pain"), menorrhagia ("prolonged and abnormal menstruation/ abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal distension ("abdominal bloating") and salivary gland enlargement ("salivary gland swelled up"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with triamcinolone (triamcinolon) and surgery (bilateral salpingostomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, thyroid mass, uterine leiomyoma, ovarian cyst, insomnia, anaemia, vitamin b12 deficiency, arthralgia, malaise, fatigue, headache, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and abdominal distension had not resolved and the procedural pain, complication of device insertion and salivary gland enlargement outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, anaemia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, insomnia, malaise, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, procedural pain, salivary gland enlargement, thyroid mass, uterine leiomyoma, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: on (B)(6) 2009 physician made an initial attempt at implanting the essure device in plaintiff's fallopian tubes. However, the procedure was terminated, short of catheter deployment, in light of plaintiff's complaints of pain and discomfort. Thereafter, plaintiff and physician agreed that implantation would again be attempted at a later date. Accordingly, on (B)(6) 2009, procedure was again attempted and completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2009: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following one was reported via social media: salivary gland swelled up. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New event added- salivary gland swelled up. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt") and complication of device insertion ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menstruation/ abnormally heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain even when not menstruating"), back pain ("severe lower back pain even when not menstruating"), uterine leiomyoma ("development of uterine fibroids"), ovarian cyst ("ovarian cysts"), thyroid mass ("thyroid nodules"), fatigue ("fatigue"), insomnia ("insomnia"), anaemia ("anemia"), malaise ("general malaise"), headache ("headaches"), abdominal distension ("abdominal bloating") and vitamin b12 deficiency ("vitamin b12 deficiency"). The patient was treated with surgery (bilateral salpingostomy scheduled in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine leiomyoma, ovarian cyst, thyroid mass, fatigue, insomnia, anaemia, malaise, headache, abdominal distension and vitamin b12 deficiency had not resolved and the procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, insomnia, malaise, menorrhagia, ovarian cyst, pelvic pain, procedural pain, thyroid mass, uterine leiomyoma and vitamin b12 deficiency to be related to essure. The reporter commented: on (B)(6) 2009 physician made an initial attempt at implanting the essure device in plaintiff's fallopian tubes. However, the procedure was terminated, short of catheter deployment, in light of plaintiff's complaints of pain and discomfort. Thereafter, plaintiff and physician agreed that implantation would again be attempted at a later date. Accordingly, on (B)(6) 2009, procedure was again attempted and completed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a 51-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery in 1992, delivery in 1994 and uterine bleeding. Previously administered products included for an unreported indication: bacitracin allergy in 2011 and penicillins class. Past adverse reactions to the above products included rash with penicillins class and bacitracin allergy. Concurrent conditions included body mass index normal, plantar fasciitis since (B)(6) 2017, implant breakage since 2011, sialolithiasis since 2009, thyroid disorder since (B)(6) 2016, breast prosthesis implantation since 2011, acute stress reaction, anxiety disorder, equinus deformity of foot, acquired, hypermobility syndrome, fascitis plantar, uterine fibroids and melanocytic nevus. Concomitant products included ovulen 50 (zovia) from 2004 to 2009 for contraception as well as cyclobenzaprine hydrochloride since 2009 and ephedrine hydrochloride (efedrin) from 2009 to 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 7 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid mass ("thyroid nodules"), uterine leiomyoma ("development of uterine fibroids"), ovarian cyst ("ovarian cysts"), insomnia ("insomnia"), anaemia ("anemia"), vitamin b12 deficiency ("vitamin b12 deficiency"), arthralgia ("hip pain"), malaise ("general malaise"), fatigue ("fatigue"), headache ("headaches"), procedural pain ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), complication of device insertion ("the procedure was terminated, short of catheter deployment, in light of complaints of pain and discomfort during essure insertion attempt"), back pain ("severe lower back pain even when not menstruating"), abdominal pain lower ("severe lower abdominal pain even when not menstruating/ pain"), menorrhagia ("prolonged and abnormal menstruation/ abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain") and abdominal distension ("abdominal bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with triamcinolone (triamcinolon) and surgery (bilateral salpingostomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, thyroid mass, uterine leiomyoma, ovarian cyst, insomnia, anaemia, vitamin b12 deficiency, arthralgia, malaise, fatigue, headache, back pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and abdominal distension had not resolved and the procedural pain and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, anaemia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, insomnia, malaise, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, procedural pain, thyroid mass, uterine leiomyoma, vaginal haemorrhage and vitamin b12 deficiency to be related to essure. The reporter commented: on (B)(6) 2009 physician made an initial attempt at implanting the essure device in plaintiff's fallopian tubes. However, the procedure was terminated, short of catheter deployment, in light of plaintiff's complaints of pain and discomfort. Thereafter, plaintiff and physician agreed that implantation would again be attempted at a later date. Accordingly, on (B)(6) 2009, procedure was again attempted and completed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2009: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, patient¿s demographic details added, lot number added, patient¿s historical condition and concomitant conditions added, concomitant medication added, essure was removal date updated, concomitant medication added, events, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage) and hip pain added. On 27-feb-2018: medical record received, historical conditions and concomitant conditions added. Fu 1 & 2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.